Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. The patient's plasma sample was not icteric, hemolyzed, lipemic, or clotted and had a light yellow color. The patient's initial result was 10000 miu/ml accompanied by a data flag. The customer did a 1:20 on-board dilution and the result was 34.85 miu/ml accompanied by a data flag. The customer performed a manual 1:20 dilution and the result was 14746 miu/ml. The customer considered this result to be correct. The customer installed a new bottle of diluent and performed an on-board 1:20 dilution and the result was 33.62 miu/ml. The customer did not report any results to the ER physician stating they would not be able to provide a value above 10000 miu/ml due to an instrument malfunction. There were no adverse events. The hcgb reagent lot number was 17509805 and the expiration date was 03/31/2015. The field service representative discovered a liquid level detection failure of the s/r probe. He replaced the s/r probe and performed system adjustments. Performance testing was done with all results meeting specifications. The customer ran calibration and quality control and all results met specifications. The system operation met specifications.